Event description:
It has been reported to us that the aspiration catheter tip separated from the shaft while it was being removed from the patient. The physician inserted the aspiration catheter over the guide wire through the guide catheter and advanced the aspiration catheter into right coronary artery. The physician completed a successful aspiration of thrombus on the vessel and removed the aspiration catheter. The physician inserted the aspiration for a second aspiration and was successful. The physician removed the aspiration catheter and noticed that the tip of the aspiration catheter was missing. The physician looked on the floroscope and noticed the tip was still inside the patient's coronary artery. The physician inserted the guide catheter and deep throated the guide catheter and with the wire was able to obtain the separated section and pull it into the guide catheter and removed all devices from the patient successfully. The physician inserted another guide catheter and with use of the floroscope inspected the vessels in the surrounding area as well as the areas around the right coronary artery and was satisfied that there was no material left inside the patient. The patient is reported to be fine.

Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. Device evaluation anticipated, but not yet begun.